Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: component code: 3123. Investigation findings code: 3243. The correct codes for this complaint are: component code: 4755. Investigation findings code: 3253. This is a follow up report to correct this code.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.